Manufacturer narrative:
The subject device is not available.

Event description:
The patient presented with an occlusion of the m1 segment of the left middle cerebral artery (mca). Pre-procedure, the patient's had a national institute of health - stroke scale (nihss) of 15 and a thrombolysis in cerebral infarction (tici) score of 0. Since the last time the patient was seen to treatment, 7 hours and 10 minutes have passed. The nihss post thrombectomy procedure was reported to be 13 with a tici score of 2b. It reported that between the end of the study procedure and 48 hours post procedure acute left mca territory infarction with evidence of petechial hemorrhage or mild hemorrhagic transformation occurred. Independent review of the procedure imaging scan was performed and found hi-2 hemorrhage within target territory. The patient was discharged to impatient rehabilitation approximately 9 days post the index procedure. The reporting facility has informed that the patient's outcome was unrelated to the device and procedure. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage and stroke are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient presented with an occlusion of the m1 segment of the left middle cerebral artery (mca). Pre-procedure, the patient had a national institute of health - stroke scale (nihss) of 15 and a thrombolysis in cerebral infarction (tici) score of 0. Since the last time the patient was seen to treatment, 7 hours and 10 minutes have passed. The nihss post thrombectomy procedure was reported to be 13 with a tici score of 2b. It reported that between the end of the study procedure and 48 hours post procedure acute left mca territory infarction with evidence of petechial hemorrhage or mild hemorrhagic transformation occurred. Independent review of the procedure imaging scan was performed and found hi-2 hemorrhage within target territory. The patient was discharged to impatient rehabilitation approximately 9 days post the index procedure. The reporting facility has informed that the patient's outcome was unrelated to the device and procedure. No further information is available.